Event description:
Device 2 of 2. Reference MFR. Report #1627487-2019-01076. It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken wherein the entire system was explanted and replaced.